Event description:
Pt underwent a coronary angiography. The left anterior descending artery revealed approximately 50% stenosis. The right coronary artery was visualized and wire was advanced into the right coronary artery and past the lesion in the mid-artery. After passing the lesion, the wire could not be moved and the tip of the wire was found to be fixed. Intra-coronary nitroglycerine was administered in an attempt to free the tip of the wire but no significant change was noted. The balloon was advanced over the wire to try to withdraw the wire when inside the balloon but this was unsuccessful. A third attempt was made to remove the wire through the catheter and this was unsuccessful. Because of the severe coronary artery disease, the wire being stuck, and some narrowing in the left anterior descending artery, the physicians decided to perform bypass surgery with extraction of the wire. Pt was transferred to the operating room where she underwent an emergency removal of impacted ptca guide wire from the posteriorlateral branch of the right coronary artery.